Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0124633v, implanted: (B)(6) 2002, product type: lead. Product ID: 3887-33, lot# j0124633v, implanted: (B)(6) 2002, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial#(B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the stimulation was cycling off and on and when it was on, it was really strong. The patient had the new implantable neurostimulator (ins) reprogrammed on the day of the report and then it seemed to be cycling on and off. It would turn on, but then when it came back on, it was really strong. The manufacturing representative did some reprogramming and would need to have it reprogrammed again. It was further reported that the patient did not have concerns with the device or therapy. The patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. It was noted that there was an appointment date of (B)(6) 2015.